Event description:
I was implanted with the essure birth control device. I was perfectly healthy before implant. Since the implant, I have started having menstrual related panic attacks starting after 6 months. I have been diagnosed with irregular bowel syndrome, hashimoto's thyroiditis, and early menopause. The bleeding is severe and the cramping it can relate to back labor pains. I bleed so much that I woke up in the middle of the night, bleeding. Through my pad and tampon, and it looked like a horror movie set by the time I got to the bathroom. I don't know how I live through some of the episodes. I have repeatedly asked my drs of the symptoms I was having could be related to essure, and they continually answered, "how could it be." I am convinced that the implant has forced me into early menopause with symptoms starting at (B)(6) y/o. It has taken the quality of life from me as now my angry uterus controls every aspect of my life. When I opted to get the essure device I went to the drs to inquire about getting my tubes tide, as I was a 35 y/o smoker at the time and the birth control presented too much risk. When I arrived I had heard about the new innovation that was less evasive, had less recovery time, and would present a solution to my birth control needs for the rest of my life. A short 45 mins appt and everything would be good. Minimal risk, test study pts had good results, sounded perfect. Four years later you put out the black label warning and why wouldn't you notify the people who had it placed prior without the notification of the present risks associated. And guess what I am back on birth control to try and control some of the bleeding, but it presented too much risk as an option for me before, so I opted for this horrible birth control device. Had the black label warning been presented to me, I would not have opted for this device. My periods last longer than they used to before essure. My periods are heavier with essure. My periods are more painful with essure. I can taste metallic taste when I am starting my periods. I am experiencing emotional ups and downs that are very severe during the week prior to and during my menstrual flow. I experienced periods of uncontrollable crying the day or two before my periods start. I bleed through my cloths regularly. I am constipated all the time. I experienced cramping for 2-3 days after sexual intercourse, every time. My hormones are so out of balance that if I go around anyone on their cycle and not on my own, I will start bleeding too. I have hot flashes, I cannot sleep, muscle aches, joint pain, hair thinning, increased activity causes bleeding. My mental sharpness is fading, I mix my words up all the time. I cannot finish my sentences. It feels like I have an angry ball of fire inside my abdomen. My periods have a different smell and it is not pleasant in odor.